Manufacturer narrative:
The device returned for analysis(if this is true, if not indicate that the device did not return). The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor displayed "not connected" errors. When the motor was tested on different consoles, the error message still displayed. The pump was returned to the manufacturer for repair and evaluation. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.